Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that the patient was doing fine after the pci. The subject guide wire was returned for evaluation. The distal segment was shaped but no other deformation was observed. At approximately 90-110 cm from the proximal wire end, the ptfe coating was found linearly scraped in the longitudinal direction. To replicate the ptfe coating damage, an unused 0.014 inch guide wire was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that ptfe coating was damaged by strong friction occurred when the edge of a metal inserter point contacted the ptfe coated surface of the returned guide wire. There was no indication of product deficiency. Although there was reportedly no adverse impact on the patient, it could not be certain that all ptfe fragments were retrieved from the anatomy. Introductions for use states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the subject guide wire was used with a concomitant microcatheter and resistance was felt during a percutaneous coronary intervention (pci) to treat a lesion in the lad #7. Upon removal, coating of the guide wire was found peeled off. No additional intervention was taken against the peeled coating. A new guide wire was replaced to resume the pci. The pci was successfully completed without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.